Event description:
At a six month follow-up a laser vision correction patient in a clinical study reporting having severe dry eye and halos in both eyes on the directed symptom assessment. The condition did not affect the patient's daily activities. The patient is wearing glasses.

Manufacturer narrative:
The event was detected during a clinical study follow-up on a patient approximately 6 months following the patient's treatment. Field service and clinical support was not required for this event. All pertinent information available to amo has been submitted.

Manufacturer narrative:
Date of event - (B)(6) 2013. (B)(4). Placeholder.